Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device had been turned off. The plan was to meet the patient in the healthcare professional (hcp) office on (B)(6) 2017 to interrogate the device in the settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). Since the revision and the replacement, the patient has had persistent discomfort even with the new device powered off. Nothing further to report at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, after their surgery on (B)(6) 2017, they had complications; their right leg felt like something was poking or shocking them. Their doctor suspected that it was from nerve damage. The patient was told to turn the stimulation off and the doctor would see the patient on (B)(6) 2017 to check it. There were no further complications reported.